Manufacturer narrative:
The customer was provided with the reagent safety data sheet (sds). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that a co-worker splashed the elution buffer for the ID now covid-19 assay from the sample receiver into their eye. The customer reported that co-worker's eyes were washed. The customer was requesting the sds for the coworker, who was already at the eye doctor. No additional patient information, including treatment and outcome, was provided.